Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas, with a fingerstick blood glucose of 457 mg/dl and a recent sensor reconnection; the patient¿s spouse noted the patient was short tempered, and troubleshooting and education were provided to wait 90 minutes to assess downward trend. Symptoms included hyperglycemia with irritability. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included customer consultation and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure and no evidence of a product performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.